Manufacturer narrative:
H6: investigation summary one sample (model #2202-0007) was returned for investigation. It was reported by the customer that the product is not priming. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set arrived with lipids throughout the tubing, in the filter and past the filter. No excess solvent was seen at the ports of the filter. The set was flushed with water, and then successfully primed with 85% glycerin / 15% water solution. No occlusion was observed. The failure was unable to be replicated. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review could not be performed on model 2202-0007 because a lot number is unknown.

Event description:
It was reported that the filter on the bd alaris¿ pump module smartsite¿ low sorbing infusion set was blocked during the priming process. This occurred with an unspecified number of infusion sets. The following information was provided by the initial reporter: "filter clogged ¿ did not prime. Reportedly has happened a lot recently."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the filter on the bd alaris¿ pump module smartsite¿ low sorbing infusion set was blocked during the priming process. This occurred with an unspecified number of infusion sets. The following information was provided by the initial reporter: "filter clogged did not prime. Reportedly has happened a lot recently."